Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cause of the event was not determined. There were no issues reported that resulted in the damage that was found.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that the physician was treating a renal avm and had both venous and arterial access. Prior to inflating a balloon on the venous side, the physician attempted to deploy a 9x30-3d as the first coil in the renal arterial side of avm. The coil did not form and the physician elected to remove the concerto coil. Upon removal, the coil wasdetermined to have prematurely detached. Approximately half the coil was in microcatheter (boston sci renegade .021 ID) and half was still in vessel. At this point, the venous access was engaged and a mustang balloon was inflated. Once the balloon was in place, the physician removed the microcatheter and elected to snare the portion of the coil housed with the 4fr cobra glide cath. While attempting to remove coil, it was determined that the coil broke. The physician elected to pack the concerto into the vessel and embolize the area where the concerto was located with penumbra coils. Coil stretch occurred. There was no friction or difficulty during testing or delivery. Continuous flush was not administered during the procedure. The damage was located on the implant coil. The physician repositioned the coil 4 times during the procedure. Coil separation/break and premature detachment occurred and the coil remains in the patient. The coil was implanted at the intended location. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. The physician did not attempt to detach the coil. The reported device and any accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a peripheral arteriovenous malformation (avm) renal. It was noted the patient's blood flow was high and vessel tortuosity was moderate.